Event description:
It was initially reported that the pt was scheduled for a battery replacement surgery due to generator was thought to be at end of life. Pt was hospitalized due to status and vns could not be interrogated. Pt was taken into surgery; however, the surgeon was able to interrogate the device and the generator was not confirmed to be at end of service. Reason for increase in seizures is unk. Good faith attempts to obtain additional info have been unsuccessful till date.